Manufacturer narrative:
(B)(4). Date sent to FDA: 03/24/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of an incarcerated incisional hernia on (B)(6) 2011 and mesh was implanted. On (B)(6) 2013, the patient underwent a revision/removal surgery and found to have seroma, recurrent hernia, attachment of mesh to adipose tissue showing chronic inflammation and pain with adhesion complications. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.